Event description:
It was reported to philips that there was an issue with the disk drive of the allura system. The device was inside of clinical use at the time of the reported event, no harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. Philips field service engineer (fse) analyzed the system onsite and verified that indicating drive issue. After diagnosis, fse found ip pc and hard disk. Fse assist inhouse technician for ordered the ip pc and hard disk for the replacement. On (B)(6) 2023 this issue re occurred and fse assisted the in-house technician for replacement of the ip pc. After replacement of the ip pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.